Manufacturer narrative:
A review of the pump black box data indicated cs 177 low battery alarms due to normal battery usage. No drastic voltage fluctuations observed in the black box history. The battery compartment was intact with no damage or evidence of moisture ingress. Current draws measured within specifications. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The complaint of a battery life issue was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.